Event description:
It is reported that the nurse inserted the fms into the pt and within twenty four (24) hours the device began to leak at the auto valve and experienced difficulties deflating the fms balloon. It is also reported that with several attempts nurse was able to deflate and remove the device. Lastly, upon deflation reinsertion of the fms was attempted but, the balloon was unable to be inflated. Discontinuation of use.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There were no reports of the pt being harmed as a result of this malfunction. It is reported that a decision was made to not use the product and to discontinue its use. Fms was thrown away. No ill effect to pt. No additional pt/event details have been provided to date. Should additional info become available, a follow-up report will be submitted. The lot number was not provided. Therefore, we are unable to determine the specific mfg site. A return sample for evaluation is not expected. (B)(4). Convatec will continue to track and monitor such complaints according to convatec inc's complaint handing and CAPA procedures.